Event description:
Problem: vent ran on battery even when plugged in to a/c power. Battery is not charging. Rn called for resp. Therapy to see pt regarding ventilator flashing. The internal battery light was flashing. The resp therapist switched the plug to a different outlet and tried to turn off vent and restart. No success with either. Vent pulled from service with a new vent set up without an adverse outcome to the pt. Follow up: vent sent to pb field service division for repair. Service replaced bbu pcb. Performed required calibrations and pvt. Equipment ok'd to put back in service.